Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #unk, unknown m/l taper stem, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised for an unknown reason.

Manufacturer narrative:
This report is being amended to reflect changes. Upon recieving additional information, it was discovered this a duplicate submission. Please reference 1822565-2015-00054.